Manufacturer narrative:
On (B)(6) 2018 an immucor technician inspected echo instrument and the unit was operable upon arrival. The immucor technician ran the full unexpected reaction checklist without finding any issues with the instrument. The immucor technician ran the sample ID (B)(6) on both the echo and neo at the customer site using capture-r ready-screen 3 lot number r009; both instruments interpreted the sample as negative. On october 25, 2018 immucor tested retention capture-r ready-screen 3 lot number r009 in manual capture with anti-c lot number dl17022c and anti-fya lot number fya060513. Controls performed as expected and all cells tested resulted as expected. Retention product performed as expected. No product or sample was returned to immucor for additional investigation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the echo instrument.